Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was drain issues associated with the patient's treatment. When patient attempted to re-setup with new supplies fluid was found inside the cycler. Caretaker was advised to let the cycler dry overnight and then attempt to use it for the next treatment. In a follow up with the patient's pdrn, it was reported that the patient has been able to use the cycler every night since the leak and has no further issues. There was no harm, adverse event or intervention associated with the fluid leak.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was drain issues associated with the patient's treatment. When patient attempted to re-setup with new supplies fluid was found inside the cycler. Caretaker was advised to let the cycler dry overnight and then attempt to use it for the next treatment. In a follow up with the patient's pdrn, it was reported that the patient has been able to use the cycler every night since the leak and has no further issues. There was no harm, adverse event or intervention associated with the fluid leak.